Event description:
It was reported that the pump's usb port has a loose connection and unstable/not recognized and the pump battery intermittently could not be charged properly. Subsequently, the pump shutdown. It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however a specific bg value was not provided. A correction bolus was delivered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.